Event description:
An enterprise 8000 bed was being used; the safety side was left in the up position by the staff, thinking it was locked. It was found that the safety side locking mechanism did not engage when the safety side was raised. When turning around, the pt made contact against the safety side, which suddenly went down, causing the pt to fall. The customer reported that the locking sys did not operate, and the customer technical department was called in and fixed the problem by lubricating the safety side plunger. Although a minor injury (scratches to forehead) was sustained we are reporting the incident because of a potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
The customer has evaluated and corrected bed by lubricating the locking mechanism; the incident will require further investigation which will be documented in a follow up report.